Event description:
During a coronary drug eluting stenting treatment procedure, stent damage occurred. The taxus liberte' 2.75x8mm drug eluting stent was used to direct stent a lesion in an unknown vessel, but the stent was unable to cross the lesion. The entire system was removed. The stent struts at the proximal end were deformed. No patient complications occurred. Patient status is satisfactory.